Event description:
Customer reported that one of her staff member was moving a cart that the instrument was on and it started to fall off the cart. The employee fell into the floor when she tried to stop the instrument from falling off the cart. She went to the ER.

Manufacturer narrative:
Customer reported that she is getting treatment in their occupation health care therapy. No other injury was reported.